Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance/position could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported that the device was removed from the anatomy and the same device was reinserted. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the multi-link 8 was not properly supported or coaxially aligned in addition to interacting with accessory devices (unspecified guide catheter) during advancement, causing the reported difficult to advance/position. Further manipulation of the device including interaction with the guide catheter likely contributed to the reported material separation (hypotube and observed jacket material). There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. E1: the left (B)(6).

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery that is 90% stenosed. Rotablation was performed and lesion pre-dilatated with a 3.5x15mm non-compliant balloon. A 3.5x33mm multi-link balloon expandable stent was attempted to advance, but failed due to interaction with an unspecified guiding catheter. The device was removed and dilatated again with a non-compliant balloon. The same multi-link stent was re-inserted with a extension catheter for more support; however, the stent still failed to cross due to resistance with the guiding catheter and the shaft separated outside the anatomy. The device was simply withdrawn. The lesion pre-dilatated with a 3.5x15mm non-compliant balloon and a 3.5x28mm multi-link balloon expandable stent was attempted to be advanced; however failed due to interaction with unspecified guiding catheter and the shaft kinked. The non-abbott guiding catheter system disengaged and the distal portion of the guiding catheter was twisted. A new guiding catheter was placed, positioned guide wire, extension catheter and deployed two non-abbott 3.5x32mm and 3.5x24 stents successfully. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
E1: (B)(6) hospital. H6: medical device problem code 2017 clarifier- re-insertion. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.